Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced issues resulting in an inability to administer insulin. This is 1 of 4 related reports. The following information was provided by the initial reporter: customer is having issues with her needles. They are bending. 1 out of every 3 bend and this has been happening for the last 3 months. She is concerned due to her losing insulin. She is not sure how much insulin her body is in taking due to having to change the needles, and the needle bending. She is basically guess how much insulin. She gets bubbles and insulin running down her belly when they bend.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced issues resulting in an inability to administer insulin. This is 4 of 4 related reports. The following information was provided by the initial reporter: customer is having issues with her needles. They are bending. 1 out of every 3 bend and this has been happening for the last 3 months. She is concerned due to her losing insulin. She is not sure how much insulin her body is in taking due to having to change the needles, and the needle bending. She is basically guess how much insulin. She gets bubbles and insulin running down her belly when they bend.